Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the driveline disconnect and the low voltage hazard/no external power events while on the mpu was said to be due emergency medical services (ems), accidental during prep for transport.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a large ischemic stroke to the right of middle cerebral artery (mca) territory on the computed tomography (CT) scan with symptoms of facial droop and aphasia beginning on (B)(6) 2026 at home. The patient was brought in by the emergency medical services (ems). Log files noted a brief driveline disconnect; likely due an accidental disconnect when the ems was trying to prepare the patient for transport. A repeat CT was done which showed a large right mca territory infarct with interval hemorrhagic conversion and increased mass effect, including a new minimal leftward midline shift. The patient stable and being monitored. No interventions were done at this time. Log files captured low voltage hazard/no external power events on 28jn2026 at 0924 while using the mobile power unit (mpu). It looked like the mpu was potentially unplugged, which enabled the emergency backup battery (ebb) in the system controller. The event lasted around 3 seconds. It was noted that the driveline was disconnected a few minutes later on (B)(6) 2026 at 0927 for around 3 seconds as mentioned earlier. There were no other unusual events were noted in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6)) was evaluated following the reported event of a no external power alarm. Review of the submitted log file revealed that on 28jan2026, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power while operating on the mpu. The alarms transitioned into no external power alarms within 3 seconds. The alarms quickly resolved once ac power was restored to the system. The backup battery supported the system without issue during the event, and pump operation was not affected. The mpu was not returned for analysis. Per the provided information, the root cause of the reported event was due to emergency medical services (ems) accidentally disconnecting the patient from power during preparation for transport. The relevant sections of the device history records for mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.